Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance with rewinding insulin pump and that they were also experiencing a high blood glucose level that their meter was unable to read, which indicated that it was possibly over 600 mg/dl. The customer was unable to remove belt clip and seemed disoriented. The customer was assisted in finding insulin pump reservoir and set option to have her rewind the insulin pump. The customer stated they were changing set and declined to troubleshoot for the high blood glucose. The customer also stated they were dizzy and not feeling well but declined the offer to call emergency medical services. The customer was advised to treat with syringe. The insulin pump will not be returned for analysis.